Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that she was hospitalized but she was out of the pump for more than 48 hours. The customer stated that the high blood glucose was caused by a bent cannula. The customer stated that she felt sick when her blood glucose was high. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.